Event description:
On (B)(6) 2010, this patient underwent reintervention of a previous open surgical repair of the ascending thoracic aorta and was implanted with a gore tag thoracic endoprosthesis to treat a type b uncomplicated aortic dissection. The tag device was implanted in zone 3 of the proximal descending thoracic aorta. The patient's proximal landing zone was reported to range 43-36mm in diameter. The distal landing zone ranged 36-34mm in diameter. The patient tolerated the procedure. On (B)(6) 2012, the patient underwent reintervention and was treated with two vascular plugs that were placed to occlude the left subclavian artery. An add'l gore tag thoracic endoprosthesis was placed distally to extend the previously implanted tag device. (B)(6) 2013, the patient underwent computed tomography (CT) which determined the aneurysm measured 80.3mm in diameter. The patient tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications.